Manufacturer narrative:
(B)(4). (B)(6). Additional method code: 3372. Evaluation summary: the device was received and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The cause was unable to be determined. Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 20:44:21. During night drain cycle two, the patient's ultrafiltration reading was 337ml, indicating the home patient (hp) drained 337ml more than their maximum programmed fill volume of 500ml. No additional information is available.